Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 32/+3.5, taper 12/14 on (B)(6) 2010. Subsequently, the patient is experiencing constant pain, hip popping out and locking up. (This is a split case with zimmer inc. (B)(4))

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the (B)(6) female patient, with bmi=(B)(6), underwent a hip tha on (B)(6) 2010. Subsequently, the patient started to experience constant pain, hip popping out and locking up. Review of received data -no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: -no product was returned to zimmer biomet for in-depth analysis as the patient is not revised. Root cause analysis. Root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: the size of the head and the taper matches. - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: product combination is allowed by zimmer biomet. - loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: it is possible that if particles left between the stem and head taper, that could lead to unstable connection. - compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device => possible: patient activity level is unknown, therefore cannot be excluded. - increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => possible: patient bmi=(B)(6) which is classified as obesity. Conclusion summary neither x-rays, operative notes, nor office visit notes,devices were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The only information received regarding the patient is that the patient has bmi of (B)(6)which is classified as obesity. In the absence of relative medical data it is not possible to do a further investigation of the case. However, the high bmi might have had a contribution in the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).